Manufacturer narrative:
The initial MDR 1226181-2016-00377 was filed on october 21st, 2016. Additional information (11/10/2016): the siemens customer care center (ccc) followed up with the customer. The customer stated that the issue was resolved after service was performed by a siemens customer service engineer (cse). The cse replaced gates and diverts at the t section and behind an advia centaur instrument. The cse also replaced worn out priority racks. The cause of the samples circling the track is unknown. Instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated results were within range. The ccc instructed the customer to run a (B)(6) study with freshly thawed qc material and the customer obtained some results out of qc range and some abnormal assay flags results which indicated that there was an issue with sample mix. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced a noisy compressor and aliquot probe and drain. The cse replaced sample probe 2 mixer, and reagent probe 4 vertical belt. The cse performed alignment tests and service method testing, which passed. The cse ran a quick check and calibration, which passed. The cse ran qc, which were within range. The cause of the discordant, falsely depressed ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on dimension vista 1500 instrument (serial number (B)(4)). The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on alternate instrument (serial number (B)(4)), resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.